Event description:
On (B)(6) 2021 zyno received a report that pump 500391 alarm settings reverts back to the previous setting after it is changed and it displays an "r". The alarm still works, volume just reverts to the previous setting once it is turned off. Patient involved. Patient was not harmed.